Event description:
It was reported that pump malfunction occurred after patient underwent shoulder x-ray while wearing pump on belt. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset pump with assistance; no additional information was received regarding any further outcome of event.